Event description:
Information was received indicating that this ambulatory infusion pump is delivering incorrect volumes of dosage. The pump indicated 60.9 ml of medication was remaining but at the pharmacy only 35 ml was measured. It was reported that the residual volume was 25 ml less than expected. There were no patient adverse effects due to the reported event.